Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest and thus software were unsuccessful due to the insulin pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. The insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board a1, electrical board a2, force sensor and the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, serial number label peeling. Critical pump error (open book image) alarm confirmed. Unable to download history files and traces confirmed. The insulin pump exposed to moisture confirmed at electrical board a1, electrical board a2, force sensor and motor.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer reported fluid in the battery compartment. Customer reported home screen did not appear on display. No harm requiring medical intervention was reported. The device was returned for analysis.